Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Patient complained of pain and discomfort and wanted leads explanted. No replacement. Should additional information be received, this file will be updated.